Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007.the devices were evaluated in the field and the issue was confirmed; five devices had a calibration issue, and two devices had a broken/damaged component. Five devices were repaired and returned. For the remaining two devices, the customer opted not to repair at this time. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 7 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.